Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00350. It was reported that patient experienced burning sensation in the right leg and right arm. Diagnostics revealed impedances were high on one of the leads. As a result, surgical intervention where in the scs system was explanted. It is unknown which lead is liable so both leads are reported.